Event description:
This is filed to report heart failure, stroke, and hospitalization. The study compared outcomes of transcatheter mitral valve repair using mitraclip in patients with vs without chronic kidney disease (ckd). Six studies with a total of 5,854 patients met the inclusion criteria. Complications included death, stroke, hospitalization, and heart failure. The article concluded that patients with advanced renal failure undergoing mitraclip have a significantly higher risk of all-cause mortality at 30 days and 1 year. Specific patient information is documented as unknown. Details are listed in the attached article, titled impact of chronic kidney disease on the outcomes of mitraclip. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. The lot history review was not performed because this complaint is based on an article review, and no part or lot information was provided. Based on available information, causes for the reported cerebrovascular accidents and heart failures could not be determined. Additionally, the reported patient effects of cerebrovascular accident and heart failure are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalizations were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of event, implant date: dates estimated. The UDI number is ¿ni¿ as the catalog number was not provided. The additional deaths reported in the article are captured under a separate medwatch report. Attachment: article titled "impact of chronic kidney disease on the outcomes of mitraclip".